Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via e-mail that (2) ar-1588rtt2-ib fibertag® tightropes needles popped off. This occurred during a acl reconstruction on (B)(6) 2023. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
Additional information was provided on 12/18/2023 where the sales representative stated the devices did not fall apart inside the patient. They just kept opening rtt2¿s until they got one with a needle that was attached correctly.

Manufacturer narrative:
Additional information: b5, g3.